Event description:
Event description guidant received information that the atrial impedance of this sweet tip bipolar lead was >2500 ohms. The device was reprogrammed and the impedance was at 550 ohms. The patient is doing fine, and follow-up will be performed in one month.